Event description:
It was reported that during a da vinci-assisted prostatectomy-radical with lymphadenectomy surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted regarding an image that was inverted. Prior to calling customer rebooted the system and replaced the camera, but the issue persists. The isi tse advised removing the camera and to perform a hard power cycle. This solved the issue and the surgeon was able to proceed with the surgery. The intuitive surgical (is) technical support engineer (tse) asked surgeon to check the gearing of the affected camera (30°endoscope plus, sn (B)(4). The caller stated that the movement was not smooth, and they can hear a grinding noise. The intuitive surgical (is) technical support engineer (tse) recommended customer to send the faulty endoscope for failure analysis via the RMA process. The customer was going to do so and will reach out to ics. The procedure was completed as planned with no patient harm and with a delay of less than 15 minutes. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: unfortunately, no patient information can be disclosed since the problem occurred independently of the patient. The problem was as described under the endoscope moved with non-intuitive movements.

Manufacturer narrative:
Based on the claim against the product by the customer noting image was inverted, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported. Although the complaint regarding the inverted image was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.